Event description:
The customer reported the knife wire of the sphincterotome was damaged while the power was on during a therapeutic endoscopic retrograde cholangiopancreatography procedure (ercp). The knife wire reportedly did not detach from the device. The procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. Inspection and testing confirmed the reported event. The cutting wire was confirmed to be broken and the broken portion was scorched and melted. The end face of the coated portion was broken. The outer diameter of the knife wire was measured and no issues were identified. It was confirmed that there were no issues with the length of the knife wire and wire coating. There were no defects identified that could have lead to the breakage of the knife wire. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the cutting wire broke due to the device not being extended far enough from the endoscope (until the rear end of the cutting wire was in the field of view), resulting in the cutting wire and endoscope being close to each other. The output was activated while the cutting wire and the endoscope were close to each other, possibly resulting in an electrical discharge between the cutting wire and distal end of the endoscope. The resulting electrical discharge then caused the cutting wire to become instantly hot, causing the wire to break. The coated portion of the knife wire was not missing. Therefore, it can be inferred that the coating portion was melted due to heat of the cutting wire breakage, which may have caused the end face of the coated portion to break. A definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warnings which may help to prevent the issue: "since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result." "Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur." "Do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated field: h6 - investigation findings: addition of codes 3243 and 4217.